Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked from the q-syte joint. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked from the q-syte joint. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- 7047614 ¿ a total of 180,000 units were built on qfa line 2, from 17feb17 through 19feb17. 7048706 ¿ a total of 180,000 units were built on qfa line 2, from 19aug17 through 21aug17. Qn 200679087 (missing inspection-slit measurement) was initiated during the production of the sub-assembly lot number and disposition, root cause and corrective actions were applied per quality control plan. All other challenge, set-up and in-process samples were performed and all passed per specifications. Received a 24ga pegasus extension set with a q-syte assembly connected to one of the y ports within an open package from lot number 7095216. Visual/microscopic examination: no damage (tears) was observed on the slit of the septum top disk. No damage (tears) was observed on the column wall. No damage (tears) was observed on the slit of the septum bottom disk (dissected after leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end the q-syte unit and performed the test, no leakage was observed on either the actuated or the un-actuated positions. Investigation conclusion: the failure experienced by the customer could not be confirmed or reproduced in the laboratory and no manufacturing related damage could be found on any of the components of the q-syte unit received.